Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 215 mg/dl, 357 mg/dl, and 172 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.